Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. No numbers scrolling or cycling during testing noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after being dropped in the sink and the keypad buttons are not responsive. Customer's blood glucose was 313 mg/dl at the time of incident. Troubleshooting was done for button error and possible fluid in pump, but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.